Event description:
A 28mm diameter x 16mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were successfully implanted into a pt for the endovascular treatment of a 4.9cm abdominal aortic aneurysm in 2002. Aneurysm and vessel morphology are unknown. The stent graft migrated and a proximal type I endoleak was detected on an unknown date. The pt's condition was reported to preclude them from being a viable candidate for conventionally surgery. A 32mm diameter x 45mm length talent proximal cuff was successfully implanted eight months later to treat the endoleak. It was reported that final aortogram demonstrated resolution of the endoleak and excellent runoff down both iliac vessels. The pt was also reported to have good doppler posterior tibial and dorsalis pedis signals at the end of the procedure. No add'l sequelae were reported and the pt is reported to be fine.